Event description:
The customer reported a false negative result with the binaxnow covid-19 ag self-test performed on (B)(6) 2023. This test conflicted with a previous test called quickview, taken on an unknown date, generating a positive result. Additional confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 192468 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 192468 and device part number 195-430h / lot 188380. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 192468 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.d4-expiration date.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.

Event description:
Customer reported a false negative result with the binaxnow covid-19 ag self-test performed on (B)(6) 2023. This test conflicted with a previous test called quickview, taken on an unknown date, generating a positive result. Additional confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.